Event description:
It was reported that a hotline call was received from the or. They had placed a 40 cc fiberoptic iab in the patient to support the patient coming off bypass. When they started to close the chest, they began to get possible helium loss 3 alarms. They could not see any obvious kinks, there was no blood in the tubing. They ended up dropping the volume to 37 cc. The patient's heart rate was 92 bpm at the time. They discussed that the possible helium loss 3 was almost always a kink to the catheter. They were unable to reposition the patient because he was still on the or table. They got another possible helium loss 3 alarm. The clinical support specialist (css) had them drop the volume to 35 cc. The alarms seemed to stop. It was discussed that if the alarms reoccurred, they could drop the assist ratio to 1:2. No further calls until 12:38 pm mt. The patient is now in the cvicu. They are now getting constant possible helium loss 3 alarms. The patient is now in a rapid atrial fibrillation. This is a large patient. They discussed hyperextending the hip. They also taped his abdomen up off the groin insertion site. The pump is in a 1:2 assist ratio. Since the alarms were occurring in less than a minute, css had them drop the assist ratio to 1:4. Css then had them send a picture of the last alarm strip. The strip shows that the bpw is having trouble getting back to baseline. They have checked the x-ray for position, and it is ok. Css explained that they had done all the troubleshooting and that they may need to have the balloon removed and replaced. As a result, the patient was swapped over to a second ac3 (sn (B)(4)). When they switched the fiberoptic over to the second pump, they no longer had a fiberoptic tracing. The pump is using the central lumen for pressure and timing. The pump is in a 1:2 assist with the balloon volume at 40 cc. The pump is pumping without alarms. The bpw does still show some slow to return to baseline beats. Css had them go to 1:1 assist. No alarms. However, the bpw has more occurrences where it is slow to get back to baseline. Css had them decrease the balloon volume to 35 cc. The bpw has fewer slow to return to baseline on a 1:1 assist. No alarms. They asked if they could put the patient on a 1:2 assist since the physician was hoping to wean the patient by the morning. Css said that would be fine if that is what the physician wants. The patient condition is reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hotline call was received from the or. They had placed a 40 cc fiberoptic iab in the patient to support the patient coming off bypass. When they started to close the chest, they began to get possible helium loss 3 alarms. They could not see any obvious kinks, there was no blood in the tubing. They ended up dropping the volume to 37 cc. The patient's heart rate was 92 bpm at the time. They discussed that the possible helium loss 3 was almost always a kink to the catheter. They were unable to reposition the patient because he was still on the or table. They got another possible helium loss 3 alarm. The clinical support specialist (css) had them drop the volume to 35 cc. The alarms seemed to stop. It was discussed that if the alarms reoccurred, they could drop the assist ratio to 1:2. No further calls until 12:38 pm mt. The patient is now in the cvicu. They are now getting constant possible helium loss 3 alarms. The patient is now in a rapid atrial fibrillation. This is a large patient. They discussed hyperextending the hip. They also taped his abdomen up off the groin insertion site. The pump is in a 1:2 assist ratio. Since the alarms were occurring in less than a minute, css had them drop the assist ratio to 1:4. Css then had them send a picture of the last alarm strip. The strip shows that the bpw is having trouble getting back to baseline. They have checked the x-ray for position, and it is ok. Css explained that they had done all the troubleshooting and that they may need to have the balloon removed and replaced. As a result, the patient was swapped over to a second ac3 (sn-(B)(6)). When they switched the fiberoptic over to the second pump, they no longer had a fiberoptic tracing. The pump is using the central lumen for pressure and timing. The pump is in a 1:2 assist with the balloon volume at 40 cc. The pump is pumping without alarms. The bpw does still show some slow to return to baseline beats. Css had them go to 1:1 assist. No alarms. However, the bpw has more occurrences where it is slow to get back to baseline. Css had them decrease the balloon volume to 35 cc. The bpw has fewer slow to return to baseline on a 1:1 assist. No alarms. They asked if they could put the patient on a 1:2 assist since the physician was hoping to wean the patient by the morning. Css said that would be fine if that is what the physician wants. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarm is confirmed based on the costumer picture provided. No part was returned to teleflex chelmsford for investigation. A field service agent checked the pump and could not reproduce the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.